Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.

Event description:
It was reported that during a low anterior resection procedure, the firing trigger was very hard to be grasped. However, the device could be fired. It was found that about a half of the deployed staples were unformed after the first firing. Reinforcement product was not used. Additional suture was performed, and then double stapling technique was performed using an anastomosis device. There were no adverse consequences to the patient.